Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is mobile in the ipg pocket. Patient denies any weight changes. Surgical intervention to relocate the ipg is to be taken at a later date.

Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2017 and the patient's implantable neurostimulator (ins) was relocated, resolving the issue.